Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no issues were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with the reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a xiaomi redmi 9c phone with android 11 operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness. An ambulance was called, and the customer was transported to a hospital where a laboratory result of 2.2 mmol/l was obtained, and the customer was administered IV glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with a xiaomi redmi 9c phone with android 11 operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness. An ambulance was called, and the customer was transported to a hospital where a laboratory result of 2.2 mmol/l was obtained, and the customer was administered IV glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Freestyle librelink complaint was investigated and no issues with the librelink application in use with xiaomi redmi 9c phone with (B)(4) operating system was determined that would have led to the complaint. The user reported signal loss alarm with the freestyle librelink application. Attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.